Event description:
Ppf and sticker sheets records received. Ppf alleges metal wear and metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: MFR site and report source. Added: evaluation codes (device). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address groin discomfort and elevated cobalt level.

Manufacturer narrative:
Added: (patient/device).

Event description:
Update aug 7, 2017: litigation received. In addition to what was previously reported, litigation alleges pain, swelling, inflammation and damage to surrounding bone and tissue, partial lack of mobility, possible loosening, dislocation, and spread of metal debris. Added complainant information. Added unknown depuy product for the alleged loosening. This complaint was updated on: aug 17, 2017

Event description:
After review of medical records for MDR reportability it was reported that the patient was revised to address chronic groin pain. Revision note stated, there was some black trunnionosis along the trunnion. Intraoperatively found was significant areas of necrotic inferior capsular and synovial tissue. The acetabular shell appeared to be well-fixed. There is no report of loosening.